Event description:
There was an allegation of questionable crep2 creatinine plus ver.2, crpl3 c-reactive protein gen.3, bilt3 bilirubin total gen.3, tina-quant microalbumin, and hdlc3 hdl-cholesterol plus 3rd generation results for multiple patient samples on a cobas 8000 c702 module. The customer provided examples of discrepant results for 8 patient samples. For sample 1, the initial crep2 result was 103 umol/l. The repeat result was 37 umol/l. For sample 2, the initial crep2 result was 336 umol/l. The repeat result was 86 umol/l. For sample 3, the initial crep2 result was 176 umol/l. The repeat result was 73 umol/l. For sample 4, the initial crep2 result was 267 umol/l. The repeat result was 56 umol/l. For sample 5, the initial crpl3 result was 27 mg/l. The repeat result was 143 mg/l. For sample 6, the initial bilt3 result was 17 umol/l. The repeat result was 10 umol/l. For sample 7, the initial microalbumin result was under 3 mg/l. The repeat result was 243.6 mg/l. For sample 8, the initial hdlc3 result was 0.54 mmol/l. The repeat result was 1.42 mmol/l. No questionable results were reported outside of the laboratory. The reagent lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) found a hole in the rinse station tubing and replaced it. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.